Event description:
The customer reports that the needle hub showed cracks.

Manufacturer narrative:
Qn# (B)(4). The customer returned one introducer needle for analysis. No signs of use were observed. Visual analysis of the introducer needle revealed several cracks around the entire needle hub. Microscopic examination confirmed the cracks and revealed white marks indicating stress. Additionally, the needle cannula was completely recessed inside the needle hub. The needle hub was tested for leaks by attaching a lab inventory ars syringe filled with water to the needle hub. The ars plunger was compressed, and water was observed leaking from the cracks in the hub. A manual tug test confirmed that the needle cannula was secure inside the hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks. A device history record review was performed, and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the needle hub showed cracks.